Event description:
Caller reported a malfunction on pump but no notable events occurred prior to malfunction. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was not at home and unable to charge pump during call, leading cts to follow up for pump reset. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.